Event description:
While connected to a pt, the respiratory therapist noticed that the low volume alarm and high airway pressure alarm kept alarming. The ventilator was in pressure support/CPAP mode with a peep of 5 cm h2o and a pressure control above peep of 20 cm h2o. The therapist switched the ventilator to prvc (pressure regulated volume control) mode but continued to get the same alarms.

Manufacturer narrative:
The ventilator and patient circuit was exchanged to another one, which solved the problem. Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.